Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information. The proglide device was used in a heavily calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Event description:
It was reported that an arteriotomy closure of a heavily calcified common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, a suture break occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. There was no clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. Suture break as reported can be influenced by, but is not limited to manufacturing, user technique and/or patient anatomical conditions. During manufacturing, suture lots undergo sampling and suture diameter inspection, and sampling and suture tensile testing inspection. As part of the manufacturing process, all proglide devices undergo multiple suture-related inspections including, but not limited to: tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. At final inspection, all devices undergo inspections to verify suture is not damaged or deformed. A sample of devices from each lot must be successfully functionally deployed as part of lot release testing. A suture break can occur when the suture is nicked by a rotating suture trimmer, thumb knob is released and the gate is closed on the suture, quick, jerky motion is used to apply tension on suture vs. Slow consistent increasing tension, pulling laterally or medially on suture limb vs. Pulling coaxial to suture trimmer. The complaint information did not report any abnormal user technique. A femoral angiogram was taken and it was reported that the target site was heavily calcified. Suture breakage can be caused by calcified arteries. Based on the reported information and the inspection criteria, a definitive cause for the suture breaking and associated patient effects could not be determined; however, the heavily calcified common femoral artery may have been a contributing factor. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there is no indication of a product quality deficiency. All proglide devices are visually inspected and functional deployment testing must meet specification. All suture lots are sampled and tested for conformance to diameter and tensile strength specifications.